Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare field representative that the water feedset tube of seventeen mr290v vented autofeed humidification chambers were damaged. This was observed before use on a patient.

Manufacturer narrative:
(B)(4). The complaint devices are currently en route to fisher & paykel healthcare in (B)(6) for evaluation. We will provide a follow up report upon completion of our investigation.